Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the tubing broke during injection for a left ventriculogram procedure. Injector settings: flow 10 ml/sec, volume 10 ml. Pressure 900 psi. Actual pressure 726psi. No harm or injury was reported.